Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. A report was received indicating the presence of foreign matter inside one of the syringes. To support the investigation, one fully assembled loose sample and four photographs of a 10ml luer-lok syringe were provided for evaluation by the quality team. Visual inspection revealed multiple brown spots embedded within the barrel, specifically in the area without scale markings. The submitted photographs confirmed the same condition observed during the evaluation of the physical sample. The embedded foreign matter is non-conforming to product specifications and is associated with the molding process. A review of the device history record was conducted for material number 304134, lot 5063891. The review confirmed that all visual inspections were performed in accordance with requirements, with no quality notifications related to the reported condition. The lot was inspected and accepted based on the inspection control plan, approved for shipment, and deemed compliant with product specification requirements. To date, no other similar events have been reported for this lot.

Event description:
It was reported that the bd syringe control 10ml ll bns had foreign matter. The following information was provided by the initial reporter: material#: 304134 batch#: 5063891. Verbatim: rcc received a complaint via email. We received a complaint from one of our customers regarding the 304134 syringe 10cc l/l control (lot# 5063891). The customer stated there was a "nasty" inside one of the syringes. They kept the sample and sent it to us at xxx where we took a closer look. It appears the substance is a part of the plastic. Perhaps in issue with the molder or resin? Please reach back out with an RMA if you would like the sample sent to your facility for investigation.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.